Manufacturer narrative:
Analysis of the pump revealed a crease on the pump tube near the outlet, a non-significant anomaly. Analysis of the catheter revealed a kink in the catheter body.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that a volume discrepancy occurred. The specific actual reservoir volume (arv) and expected reservoir volume (erv) was unknown. The pump was never pumping fluid out as it was always full on the refill dates. The cause of the discrepancy was noted to be due to no pumping. The patient¿s family was not sure if the pump was ever working. The patient¿s spasticity was rarely treated with the intrathecal baclofen. Regarding troubleshooting, interventions, or other actions taken, repeat reprogramming and follow-up for volume checks were done. The location of the catheter issue was indicated to be ¿unknown¿ and ¿other: doubt it¿. Due to the volume discrepancy, the pump was replaced on the report date. During the replacement surgery, the physician was not able to aspirate the catheter. The catheter was replaced. The patient status at the time of this report was indicated to be ¿alive-no injury¿. As of (B)(6) 2015, the patient had recovered without permanent impairment. The device system was used to deliver lioresal. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).